Manufacturer narrative:
Visual analysis was performed on the return device. The reported suture malposition was not confirmed as not all components were returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and observations on the returned device, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cryo ablation interventional procedure. Reportedly, the sutures of the prostyle did not capture the vessel and came out with the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the cryo ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.